Event description:
It was reported that there was a malfunction resulting in the loss of display. There was no report of patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The control board was recommended for replacement to resolve the issue. Patient identifier: no report of patient involvement. Device manufacture date: date of device manufacture year is 2002. The month of manufacture was unavailable at time of MDR filing. Legal manufacturer: (B)(4).